Event description:
It was reported that the devices were used during a colon resection. The surgeon went to fire the devices and they locked out. The devices did not fire at all. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Instrument a: premature sled movement. Instrument b: batch # h52u33, exp date: 08/01/2016: MFR date: 09/01/2011; damaged release button. The ec60 device was received (a) for analysis with the clamping mechanism damaged and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. However, the returned reload was tested for functionality with a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The ec60 device (b) was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The clamping mechanism was noted to be damaged, therefore no functional test was performed with the returned device.; however, the returned cartridge reload was tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The returned device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. This damage is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. (B)(4).